Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on display window, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer called stating the esc, act, and down button on his insulin pump is not responding. Customer's blood glucose level is 91 mg/dl. He doesn't know of any significant events leading to the keypad issue. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.